Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said that when charging I mplantable neurostimulator (ins) "it just clicks" and then goes to no device found which started happening 2-3 days ago. Pt said they can fully charge the controller with no issues. Pt tried resetting controller which didn't resolve issue. Controller port and recharger telemetry module (rtm) look intact. Pt says that the ins helps their back but doesn't goto their legs and said will call manufacturer representative (rep) or healthcare provider (hcp) about that. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out.